Manufacturer narrative:
Age at time of event: 70's. If implanted, give date: "about a year ago". Device is combination product. The device has not been received for analysis. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that following a stenting treatment procedure, in-stent restenosis occurred. The procedure treated the 90% stenosed target lesion located in the moderately tortuous left anterior descending artery. An unspecified 3.0x32mm taxus stent was implanted "about a year ago". In (B)(6) 2013, the patient returned with in-stent restenosis. Without pre-dilation, an atlantis catheter was advanced to the target lesion but was not able to cross the lesion and was replaced with a non-bsc imaging catheter. The procedure was completed with angioplasty. No further patient complications were reported and the patient status is stable.